Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system experienced shortness of breath, rapid heart rate, and abrupt jumps in heart rate. This pacemaker stored pacemaker mediated tachycardia (pmt) episodes. The rhythm appeared pacemaker driven and was terminated appropriately by the pmt algorithm. Additionally, rate smoothing was on and causing premature ventricular contractions (pvcs) to fall into blanking and atrial pacing into the pvcs. Right atrial auto-threshold (raat) and right ventricular auto-threshold (rvat) tests were acceptable. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service.